Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing vascular planned/non-emergency treatment when the issue occurred. The procedure was aborted and completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the emergency stop button was active without press. Upon functional testing, fse found that the mpdu control had a power output issue and confirmed that the mpdu was defective. To resolve the issue fse replaced mpdu control. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the emergency stop button was active without press. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.